Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain and performance decrement. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 24, 2024.

Manufacturer narrative:
This report is submitted on june 13, 2024.